Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. Replication of the sheath damage may occur if the sheath is over pulled during advancement. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of disengaged sheath that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the kidney/adrenal grand procedure, surgeon found a crack of the sheath and stopped using it the device. The procedure was completed with another device. The status of the patient: no problem.